Manufacturer narrative:
A medtronic representative went to site to troubleshoot issue and found motion batteries not holding charge. Batteries were ordered and the charger boards were check and motion batteries replaced per work order. System passed all testing after replacing parts and put back into use. Replacement batteries were not sent back to manufacturer for evaluation, no analysis completed. No further issues reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the motion batteries discharging too fast and not holding charge. Will check the charger boards and batteries status. There was no patient present when this issue was identified.